Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. A leak test found no leaks or tears in the soft cannula. The download data does not contain any timeouts or drive stalls that would indicate a failure to deliver insulin.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 1 and 4 hours. As treatment, the patient gave themselves needle shots.